Event description:
During a normal device replacement procedure, electrocautery was used. Device interaction was then observed resulting in cessation of device pacing. The event was resolved by explanting and replacing the device. The patient was in stable condition. Further information was requested but is not yet available.

Manufacturer narrative:
The reported event of pacing problem couldn¿t be confirmed. As received, the elective replacement indicator was triggered due to exposure to cold temperature. The battery voltage recovered to above elective replacement indicator level during the lab tests. Electrocautery marks noted on can. User¿s manual indicated that electrosurgical cautery could inhibit the pulse generator operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.